Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on right atrial (ra) lead. The noise was recreated with isometrics and was observed in all configurations, but threshold and impedance were stable. Upon interrogation, it was noted that the patient paced 77 percent and was atrially dependent, but no episodes of atrial fibrillation were noted. Programming changes were made. The patient was stable.

Event description:
New information received states that the issue was discovered through merlin.net by a remote transmission.